Event description:
Revision surgery - the pt incision site "pussed out." The doctor removed the poly, socket shell, and washed out the joint. The doctor then implanted a new socket shell and liner, both the same size.